Event description:
It was reported that a patient underwent breast surgery on an unknown date and suture was used. Approximately three weeks postop, the surgeon reported that the tissue is thinning out which he opines to be an inflammatory response similar to as if the patient had been on steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the initial procedure was between (B)(6) 2014. The suture was used below the breast. Because the tissue was thinning, the patient was re-sutured. Currently, the patient has healed properly. (B)(4).